Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however technical support, "upon review of the believed it was consistent with the previous electrograms not being cleared."

Event description:
During follow-up, there were difficulties interrogating the device to retrieve the electrogram (egm¿s). A firmware download was successfully completed and the reports were able to be retrieved. The patient was in stable condition.